Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted on an unspecified date. On an unspecified date the patient experienced abdominal pain. Patient requested removal of tuba. Laparoscopic tubectomy will be performed. Patient is known with nickel allergy. Follow-up information was received on 04-feb-2016: on (B)(6) 2016, the essure together with the tuba were removed via laparoscopy. The procedure went well, the tubes were not perforated. The gynecologist reported that since the tubes were removed and the patient was sterilized no further interventions would be necessary. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had abdominal pain an unspecified time after essure (fallopian tube occlusion insert) insertion. During and after essure insertion, abdominal pain may occur. In this case, essure and tuba were removed via laparoscopy and the procedure went well. Nevertheless, considering event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident due to required intervention. A product technical analysis is being sought.

Manufacturer narrative:
Quality safety evaluation received on 01-jun-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-jun-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had abdominal pain an unspecified time after essure (fallopian tube occlusion insert) insertion. During and after essure insertion, abdominal pain may occur. In this case, essure and tuba were removed via laparoscopy and the procedure went well. Nevertheless, considering event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident due to required intervention. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.